Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed by deleting the old images. Philips field service engineer (fse) inspected the system onsite and identified the low space error even after deleting the old images. A review of the system logfiles found that the image disk store had a problem. Fse recreated the image store. After recreating the image store, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the disk space was low. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.